Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (30days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
On 2023-12-11 the site contacted berlin heart to report the patient presented with twitching and weakness of rue and right side of face. Loc and pupils wnl. Stroke alert activated on (B)(6) for new onset l facial/arm clonic seizure, with last observed movement at approximately 8am. CT/cta confirmed r mca infarct with occlusion in r m2/m3 branch. Berlin heart pump was changed due to deposits noted in the inflow and outflow valves.

Manufacturer narrative:
Inadvertently entered incorrect age and weight (a2 & a4), and adverse event problem codes (f10), which have been corrected.